Event description:
The event is reported as: the aquapak was leaking at the screw thread which caused severe desaturation in a pt. No pt injury was reported.

Manufacturer narrative:
Conclusions: no eval will be performed. No conclusion can be drawn. No corrective action required. Mfg facility will continue to monitor feedback from customers on issues related to leak at the screw thread during use.